Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staff encountered an issue where the ¿stapler instrument rotated around on itself" and was not able to be manipulated. The customer explained that the system did not report any error messages when the issue occurred. The customer reported that the staff removed and replaced the stapler instrument with a backup instrument and completed the procedure with no further issues. Onsite logs do not reflect any system related issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and confirmed that the reported issue was resolved by replacing stapler instrument with a backup stapler of the same kind. Customer has not experienced any further issues. System was verified as ready for use. The issue was resolved via phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue had already been resolved. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler 60 instrument was observed to have uncontrolled movement (rotated around by itself). Unintuitive motion of an instrument during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.